Event description:
I received a new luna g3 CPAP machine from supercare inc. The machine emitted a very strong pvc smell, indicative of vocs in form a polyvinyl chloride (pvc) fumes and formaldehyde), both known carcinogens. This outgassing occurred only when the machine was running. It appears the vocs were coming from the internals of the machine, because when the hose was removed the out gassing effect did not change. The emission of vocs from a medical device constitutes a very serious health hazard, particularly when the emission gets into the patient's lungs unmitigated. These machines should be taken off the market immediately.